Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation and a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. The implant was inspected and found to have significant damage to the back of the body, end plates, and set screw which most likely occurred during removal. There are no visible signs of wear or deformation that suggest the implant failed to maintain in vivo forces. Aside from removal damage, implant appears to be in good structural condition. The surgery was a plif in which there was no pedicle screws placed at the level above, or on the side the cage migrated. Since the middle pedicle was not fixated, it could have led to this cage migrating.

Event description:
Globus was notified by a sales rep that a revision surgery took place on (B)(6) 2013, to remove a caliber spacer which had migrated.